Event description:
It was reported that there were signs of corrosion at the connectors on the pneumatic back plane printed circuit board. Some kind of liquid had come inside the unit. (B)(4).

Manufacturer narrative:
(B)(4).